Event description:
The initial attorney report alleged pain, adhesions and partial mesh explant due to defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2004 - office visit, pt with a history of multiple hernia repairs was referred for a bulging mass of the abdomen, exam and CT revealed multiple incarcerated incisional hernias. Planned repair with mesh. On (B)(6) 2004 - repair of multiple incarcerated incisional hernias with a perfix plug and composix kugel mesh. Lysis of multiple small bowel adhesions was also performed. (Note: the composix kugel mesh was reported to the FDA in accordance with rae-2008004). On (B)(6) 2004 - debridement of abdominal wall abscess. The md noted that the pt had developed a seroma that became infected. (B)(6) 2004 - debridement of infected abdominal wound with application of wound vac. (B)(6) 2006 - incision and drainage of abdominal wound. During this procedure the composix kugel mesh was found to be "floating in the wound" and was excised. The perfix plug was identified and found to be adherent to the small intestine. The perfix plug was excised. Several areas of the small bowel were markedly narrowed, adherent, and kinked upon each other, a remaining swatch of the perfix plug was also identified as being "ingrown into the small bowel" as a result a small bowel resection was performed.

Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be an additional implant. Based on the information available at this time, no definitive conclusions can be made. Currently, no connection can be made between the reported event and the davol products is question. The md refers to the mesh as being infected; however, wound cultures were negative for bacterial growth. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The medical records indicate that the pt was treated for seroma and adhesions, both of which are known possible adverse reactions listed in the IFU. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no sample was returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The composix kugel mesh implanted on (B)(6) 2004, was reported to the FDA in accordance with (B)(4).